Manufacturer narrative:
An implant summary card was returned from the user facility. The isc notates previously implanted cryolife tissue was explanted on (B)(6) 2020. This investigation is relegated to pv05 serial number: (B)(6) implanted on (B)(6) 1996 at hospital (B)(6) quebec. No samples were returned to cryolife so no direct observations could be made. The following additional information was received; endocarditis 2015, ross 1996, redo rvp 2003, rvp percutaneous 2011, weight 74.2kg, height 165cm. It was not confirmed that the explanted tissue was a cryolife product, however in an abundance of caution an investigation has been initiated. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. A review of the available information was performed. Limited operative notes were obtained for the procedure performed on (B)(6) 2020 which indicate the preoperative diagnosis to be stenosis of the pulmonary valve to undergo pulmonary valve replacement. The patient has a complex medical history to include hypertension, endocarditis in 1995, ross procedure in 1996, a redo rvp (replacement valve pulmonary) in 2003, rvp percutaneous in 2011. It appears that a ¿homograft¿ specimen was sent to pathology. The pathology report is currently not available and there were no tissue samples returned to cryolife for evaluation. There are no additional details available for the interventions performed between the original implant in 1996, which is most likely the ross procedure listed in the medical history, and the subsequent interventions after the homograft was implanted. As such, it is uncertain if the valve placed at the time of the ross procedure in 1996 is still the tissue that was explanted as indicated on the implant summary card for the new homograft because an rvp (of unknown tissue, device or procedure) was performed in 2003. Additionally, a percutaneous procedure was performed in 2011. This means that a percutaneous valve was deployed within the valve annulus. As such any subsequent complications would be related to that percutaneous valve and not the valve/annulus that it was inserted in. The allograft implanted in 1996 was implanted in a 4.8-year-old male as a pulmonary valve (ross procedure) and underwent an intervention approximately 6.5 years post-operatively. Valvular complication is a known outcome associated with the use of cardiac allografts and is included as a potential adverse event in the cryovalve instructions for use. In the absence of relevant information, no conclusions can be made regarding what role, if any, the allograft tissue may have played in the reported event. There is insufficient information available to determine a root cause of the reported explant or the relation to the allograft that was implanted in 1996. No actions are required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the returned implant summary card received back from the user facility, previously implanted cryolife tissue explanted (B)(6) 2020.